Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained signs of use in the form of biological material and suture were returned on the suture wings. After the sample failed functional testing, the proximal line was microscopically examined. A small slit was detected on the proximal extension line. The slit was smooth, indicating contact with a sharp object (scissors, needle, scalpel, etc.) Caused the damage. The total length of the catheter body measured to be 170 mm which is within specifications of 157-177 mm per product drawing. The outer diameter of the proximal extension line measured to be 2.14 mm which is within specification of 2.13-2.21 mm per product drawing. The inner diameter of the proximal extension line measured to be 1.46 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured as expected. The catheter was initially flushed to ensure no blockages were present. Then, the distal end of the catheter was clamped and each extension line was pressurized using a lab inventory syringe. When the proximal line was pressurized, water leaked from a small slit in the line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional testing of the returned sample. The proximal line contained a small slit, damage consistent with the line coming in contact with a sharp object. The device passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports blood reflux in the proximal line of the catheter (this one is pierced). The incident occurred twelve hours after insertion. The blood pressure initially decreased but no consequence for the patient. The catheter was removed and replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports blood reflux in the proximal line of the catheter (this one is pierced). The incident occurred twelve hours after insertion. The blood pressure initially decreased but no consequence for the patient. The catheter was removed and replaced.